Event description:
It was reported that the patient stopped wearing her device 3 or 4 years ago. The patient's main form of communication is sign. The patient recently wanted to try wearing her device again and came in for programming/troubleshooting. During this appointment, it was found that the device has malfunctioned. The patient is a very poor reporter and it is unknown whether she has any auditory perception with the device on.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.